Event description:
It was reported that during a knee procedure using an ambient super multivac 50 ifs wand, the electrode broke off of the wand tip and fell into the joint. The broken pieces were unable to be retrieved. The procedure was completed using a back up device. There were no significant delays or patient complications reported as a result of this event.

Manufacturer narrative:
Inspection under magnification shows extensive damage to distal tip of device. The electrode screen was observed to be completely detached and was reported to have remained in patient. The three fixation legs of the electrode have jagged fracture surfaces that are consistent with a mechanically induced force. Portions of the adhesive sealant around the insulating electrode spacer have been detached. The return shaft has a significant amount of scuff and surface scratch marks on the insulating sleeve toward the distal tip and is consistent with contact against a hard bony surface or inner boundaries of a cannula. X-rays provided by complainant indicate some radio opaque material in the knee joint alleged to be fragments of the electrode screen. There were no ref scale markings on the x-ray to estimate the size of objects and the shape and form of the objects could not be clearly identified to be consistent with that of the electrode screen of the reported device. The customer's complaint was verified; however, physical evidence as presented indicates that the event was user induced. The fracture surface on fixation legs of electrode screen support the conclusion that the dissociation of the electrode was induced by mechanical forces inconsistent with normal use. There are no findings that would indicate the wand did not meet specs when delivered to the customer.